Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
The reporter contacted animas on (B)(6) 2014 alleging the display screen was blank and the battery compartment was cracked. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged issues remained unresolved with troubleshooting.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/18/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged blank display issue was not duplicated. The pump powered up and functioned properly. The display was fully functional and legible. No tactile issues were found with the buttons.

Manufacturer narrative:
The alleged cracked battery compartment issue was verified by the investigation. During investigation, the battery compartment was found to have cracked at the division line. (B)(4).